Manufacturer narrative:
Device evaluation: the preloaded delivery system was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
This is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to use of a preloaded delivery system (model pcb00), the surgeon noticed under the microscope, that the tip of the cartridge appeared damaged. Reportedly, the cartridge appeared to have a dip in it and they feared that it would break off in the patient''s eye. Another pcb00 (same diopter) was used without difficulty. No further information was provided.